Manufacturer narrative:
It was initially reported a patient expired while using a ventilator. Repeated attempts to have the device returned for investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
Initially it was reported a patient expired while using a ventilator. Additional information has become available. On the reported day of the event (B)(6) 2018 at 07:14:10 local time, ac power was disconnected from the device. The device began operating on detachable battery power at this time. At 11:24:57 local time, the detachable depleted and the device began operating from internal battery power. When the device alarmed to indicate the detachable battery was depleted, the alarm was acknowledged as evidenced by an alarm silence/reset keypress. At 15:00:11 local time, the ventilator sounded a medium priority alarm indicating the internal battery was depleting. At 15:11:14 local time, the ventilator began alarming for the internal battery being nearly depleted. The device continues to alarm for the internal battery depleting with these alarms being acknowledged as evidenced by alarm silence/reset keypresses. At 15:22:17 local time, the device powered off due to depleted batteries. The device was powered on at 15:30:35 local time and powered off at 15:36:59 due to depleted batteries. The device was powered on at 15:57:50 local time and powered off at 15:57:56 due to depleted batteries. The ventilator was not powered on again until 13:06:00 local time on (B)(6) 2018. The manufacturer concludes the event was caused by depleted batteries. It is unknown what occurred when the ac power was disconnected from the ventilator. The ventilator is not available for further investigation.